Manufacturer narrative:
(B)(4). It was reported that the cause of the peritonitis event was due to a break in aseptic technique. The patient was discharged from the hospital after twenty days. On an unreported date, the patient's peritoneal dialysis therapy was discontinued and was started on hemodialysis. It was reported that the re-training of the patient on proper aseptic technique was not possible. Should additional relevant information become available, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter transfer set. The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The peritonitis was manifested by abdominal pain and cloudy effluent. The patient was hospitalized for the event and treated with vancomycin (1g every three days, route and duration not reported) and ceftazidime (1g per day, route and duration not reported). At the time of this report, the patient remained hospitalized and was recovering from the peritonitis. Pd therapy was ongoing. No additional information is available. This is report 1 of 4 involved in this peritonitis event.